Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the particular package contained a datamatrix in an upper right hand corner that does not have enough contrast. No further information is available.

Manufacturer narrative:
There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, it was not possible to perform any evaluation on the photo provided. Datamatrix reading test is only possible with the actual device returned. No conclusion can be reached for the code readability by using a photo.